Event description:
It was reported that a dell handheld computer's serial cable was broken at the connection point between the handheld and the programming wand. The serial cable has been returned to the manufacturer and is undergoing analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.